Event description:
As reported, during a laparoscopic hernia repair, a cotton like foreign material was noted to be present within the sterile package of capsure fixation device and it was not used. It was reported that the operation was carried out successfully using a different product. Per information provided, there was no damage to the exterior and the sample will be returned. There was no patient injury.

Manufacturer narrative:
As reported, a cotton like foreign material was noted in the sterile package of capsure fixation device. There was no reported patient injury. The subject device is said to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 605 units. Note, the manufacturing date (17-dec-2024) is considered to be a best estimate based on the lot release date. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, a cotton like foreign material was noted in the sterile package of capsure fixation device. There was no reported patient injury. The subject device is said to be available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this supplemental emdr is submitted to document the sample evaluation result. Sample evaluation confirmed that a "foreign" material (white in color) visible within the blister tray. Based on sample and manufacturing process evaluation performed, a definitive cause cannot be determined. Per the evaluation conducted, foreign matter found inside device tray is not identified as been part of the components or material used and is not representative of the device during the manufacturing process. Nevertheless, awareness was provided to all appropriate personnel. Note, the manufacturing date (17-dec-2024) is considered to be a best estimate based on the lot release date. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic hernia repair, a cotton like foreign material was noted to be present within the sterile package of capsure fixation device and it was not used. It was reported that the operation was carried out successfully using a different product. Per information provided, there was no damage to the exterior and the sample will be returned. There was no patient injury.